Manufacturer narrative:
Adding codes in h6 that were not included in follow up report #2 that was submitted 29-jan 2024. But the verbiage for these codes was included in the follow up report # 2. The codes for this complaint are: health effect - clinical code - 1930, 1932, and 2013. Medical device problem code - 2408. This is a follow up report for this information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Manufacturer narrative:
Additional information received: adding implanted date: on (B)(6) 2023. Adding explanted date: on (B)(6) 2023. This is a follow up report with this additional information. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Medical device problem code - 3190. The correct codes for this complaint are: health effect - clinical code - 1930, 1932, and 2013. Medical device problem code - 2408. This is a follow up report for this corrected information.